Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the two pacing leads exhibited placement difficulty which was attributed to patient anatomy. High thresholds was also noted on both leads. Both leads were attempted/not used and replaced. No patient complications have been reported as a result of this event.